Event description:
It was reported that the patient (pt) have been having issues with charging with both the recharger and the controller. Caller stated they have to fight with the recharger for 5-10 minutes every day before it connects to the implant. Caller can feel the scar of the implant and where to put the paddle in the same spot every time but can't get connected. Caller added that it has been taking longer and longer to recharge the implant and stated that yesterday is took 2 hours to charge to 100% from 40%. Caller noted that they will be connected and charging and then without moving it says it's not charging anymore and to try again. Caller stated the controller has been freezing up and shutting off in the middle of charging as well. Caller noted that they have to reset the battery to get it to come back on. Agent had caller examine the equipment for damage. Caller reported no damage but noted that the relay box has been getting really hot while charging. Caller added that yesterday the relay box was hot and the paddle itself started to get uncomfortably hot as well. The issue was not resolved. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the device was scrapped due to the recharge antenna failure of no device found, rms voltage at the h field probe, and scratch marks on the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.